Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery. Pre-dilatation was performed with a 2.5 x 12 trek, and a 2.75 x 15 xience v stent was deployed; however, a distal edge dissection was observed. A 2.5 x 12 xience v was advanced to treat the dissection; however, after multiple attempts using post-dilatation and wire techniques, the stent could not cross the previously implanted stent. After withdrawal, it was noted that the 2.5 x 12 xience distal strut was flared. A non-abbott stent was used to treat the dissection successfully. There were no adverse patient effects reported. No additional information was provided.